Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Event summary: the lead was returned, analyzed and subsequently the lead tested out of specification. There was a fracture on the proximal portion of the lead conductor.

Event description:
It was reported that the right ventricular lead was suspected of having a fracture and there was high impedance of over 2000 ohms. During the explant procedure an investigation was conducted and a loose pin was confirmed. The lead was measured with a pacing system analyzer and the impedance was found within the 500ohms range. There were no anomalies in the other data. A replacement lead was implanted. No patient complications have been reported as a result of this event.